Event description:
It was reported that the pump was beeping upon power on and displayed error code ¿41622¿ during testing. During investigation, it was confirmed that ¿41622¿ error code does appear in event log of the returned pump. This high-priority error occurred during testing; however, if this error occurs during infusion, it will interrupt therapy and potentially impact patient.

Manufacturer narrative:
The suspected device was returned for evaluation. Event log was reviewed and error code 41622 does appear in event log history. There was no 12-month service history during the review. The device was visually inspected, and no anomalies were noted related to complaint reported. Customer allegation had been confirmed, and error code 41622 occurs when attempting to run motor. The probable cause of the reported issue is motor issue. Replaced motor and hub gear. The device passed all functional testing after repair.